Event description:
A report was received on (B)(6) 2012, regarding an allegation involving a male patient, who reportedly "sustained personal injuries" during a dental procedure performed on (B)(6) 2010, at (B)(6). No other information was provided. An investigation into this allegation found a complaint was received on (B)(6) 2010, from the user facility, which stated a burn to the patient's lip occurred approximately 10 seconds into the procedure (3rd molar extraction). It was reported that the heat was felt in the bur guard and when this occurred a new handpiece and bur guard were obtained and used to complete the procedure as intended. Follow-up information received from the user facility indicated that the patient sustained a "slight burn" to the lower right lip and ointment was immediately applied. The patient was instructed to continue applying ointment to the affected area and follow-up visit was scheduled for the following week. Additional information received from the user facility indicated that the patient did not return for the follow-up visit, which was scheduled on (B)(6) 2010. During this conversation, the burn was described as "white in appearance" and left an approximate 2cm linear burn resulting in loss of pigment to that area. A side from the ointment, there was no serious injury reported and no other medical or surgical intervention required for this reported problem.

Manufacturer narrative:
Both the handpiece and bur guard were received for evaluation on (B)(6) 2010. An evaluation of the handpiece was unable to duplicate/confirm the reported problem, as the unit was received inoperable. Further evaluation found the collet worn, peeling/blisters in the cast stator sleeve, and rotor bearing slide out of position. Service records indicated that this handpiece was manufactured in february 2001 and that the pm was long overdue, based on the last service/repair date of (B)(4) 2008. The condition of the handpiece is consistent with extensive usage, expected wear, and/or questionable user handling/maintenance. An evaluation of the returned bur guard was unable to verify the reported problem of overheating and found the unit met manufacturer temperature specifications. Further evaluation did find worn bearings. Service records indicated that the pm on this bur guard was long overdue, as the device was manufactured on march 25, 2009 and no service/repair history found. The instruction manual informs the user of a 6 months service interval for both the handpiece and bur guard. The handpiece instruction manual warns the user: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use and return the equipment for service. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use. As certain internal components (bearings) are known to degrade overtime, conmed linvatec recommends a service interval for this handpiece and its associated bur guards every 6 months. Failure to follow this service schedule may result in overheating or damage to the handpiece and/or bur guard, and may result in burn injury to the patient or medical personnel. A letter of education was sent to the user facility on (B)(4) 2010.